Manufacturer narrative:
Bec field service engineer (fse) reseated the tubing on the no foam bottle. The fse confirmed there was no other leak. Bec internal identifier for this complaint is (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) and reported a leak from no foam bottle on unicel dxc 600 pro synchron clinical system. The fluid was leaking down onto the hydro drip tray and onto the laboratory floor. The customer stated that the floor was very slippery. The customer could not tell the source of the leak. Msds was not reviewed, but the facility has exposure control plan. Medical attention was not sought, and there was no effect to patient or user.